Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (20 mcg/ml at 10.012 mcg/day) via an implantable infusion pump. It was reported that the patient never received pain relief since implant, (B)(6) 2019. It was also reported that their doctor told them that their pump should have only had 4 ml of drug left when it was refilled, however, on (B)(6) 2020 there was 14 ml of drug left in the pump. On (B)(6) 2020 there was also more medication left in the pump (volumes not specified). The plan was to refill the pump that day and recheck in two weeks, but the patient had to reschedule and they would be checking again when they go in again the next week. The patient stated they had no pain relief from the medication.